Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. Name and address for importer site: (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook gunther tulip filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis (dvt). Patient alleges migration, tilt, vena cava perforation, device is unable to be retrieved, lifetime anticoagulation therapy, post-implant caval thrombosis/thrombolysis, post-implant pulmonary embolism (pe)/blood clot caused by filter. Patient notes and further alleges to have experienced, "I have experienced emotional and physical pain and suffering due to the ivc filter. On (B)(6) 2015, [redacted] diagnosed me as having bilateral dvt, pe, a thrombus in my superior vena cava extending above the filter tip, acute iliac and caval thrombosis. Consequently, I ended up hospitalized for 8 days with 3 of those days in the i.c.u. On (B)(6) 2015 [redacted] performed thrombolysis on me using tpa. On (B)(6) 2018, [redacted] took a CT scan and identified my ivc filter to be tilted, migrated, and perforating my inferior vena cava. I experienced anxiety before the filter was placed but it has now significantly worsened, and I have to take medication for it. I continue to worry about all the possible complications that the remaining filter can cause. Because the filter is not removable, I am at increased risk of additional filter strut migration, filter strut perforation of the inferior vena cava wall, filter strut perforation of internal organs, filter fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, and other serious complications, including death." Per abdominal cta, dated (B)(6) 2015, "there is nonocclusive thrombus visualized within the suprarenal ivc extending from the filter tip. The renal veins remain patent. There is expansion the infrarenal ivc and bilateral the iliac veins with surrounding soft tissue edema most consistent with acute appearing iliac and caval thrombosis." Per lower extremity venogram, dated (B)(6) 2015, "extensive deep venous thrombosis in bilateral femoral, external iliac, and common iliac veins and extending into the inferior vena cava to the level just cephalad to the pre-existing ivc filter. Successful percutaneous mechanical thrombectomy utilizing the angiojet device. Successful placement of an ekos thrombolysis infusion catheters within the thrombosed venous segments of the bilateral legs, pelvis and ivc." Per ivc angiogram, dated, (B)(6) 2015, "the segment of inferior vena cava below the filter is now widely patent as well. There is obvious thrombus or clot within the filter. The ivc widely patent superior to the filter and into the right atrium. Complete resolution of thrombus within the bilateral iliofemoral venous segments. Residual thrombus or clot within the ivc filter. The remainder of the inferior vena cava is widely patent. Successful placement of an ekos thrombolysis infusion catheter within the remaining clot thrombus in the filter positioned in the ivc."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr251138. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code: appropriate term/code not available (3191) [device tilt], not listed in IFU; investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per venogram, dated (B)(6) 2015, "ivc venogram was performed which demonstrates significant residual thrombus, likely chronic, within the ivc filter. Given that there was no significant flow limitation despite the presence of a significant likely chronic clot within the ivc filter, the decision was made to terminate the procedure at this time". Per abdominal CT, dated 09jan2018, "ivc filter exhibits complications that include dorsal tilt, perforation beyond the wall of the ivc by the tip of the filter and the struts. No ivc stenosis. No strut fracture or bending. No abnormal placement (regarding of the filter)".

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dvt, pain, anticoagulation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: migration, tilt, vc perforation, unable to retrieve, anticoagulation, thrombus, pe, dvt, pain no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.